Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 - 2018 - 05967, 0001825034 - 2018 - 05965, 0001825034 - 2018 - 05963. Concomitant medical products: unknown part/lot: taperloc stem, 11-363660 36mm cocr mod hd, lot unknown, 3-104156 m/h 3hole rlc shl, lot unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported a patient underwent initial right total hip arthroplasty on (B)(6) 2007. The patient underwent I&d due to wound dehiscence on (B)(6) 2007.